Event description:
Philips received a complaint from the customer on the v60 indicating that the oxygen device failed. It was reported there was patient involvement at the time the issue was discovered. The customer replaced the v60 with an alternative v60. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was an alarm, check vent: oxygen device failed, that had occurred. A philips sales representative visited the customer and found errors 1208 and 1111 had been recorded in the log. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6). The customer replaced the oxygen solenoid valve to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00254. All information from the original report(s) has been transferred to this report.

Manufacturer narrative:
The removed o2 valve was returned to the product investigation lab (pil). The o2 valve was installed on a standard test bed (stb) and operated without any issue as no errors or alarms generated. During further analysis, the pil technician confirmed the o2 valve failed the high-pressure leak test. The pil technician also confirmed to hear an audible leak coming out of the o2 valve. Pil concluded that the returned o2 valve was leaky and faulty.